Manufacturer narrative:
(B)(4). Visual inspection was performed and damage was found on the thread of the component (B)(4). A functional inspection could not be conducted. Although damage was observed on the received sample there is no sufficient evidence to assure this issue was originated during the manufacturing process. The root cause for the condition reported could not be identified. (B)(4) facility will continue to track and trend this failure mode.

Event description:
Customer complaint alleges "at the time of installing the device, its input coupling does not match the thread of the flowmeter." Alleged defect reported as prior to patient use. No report of patient harm.

Manufacturer narrative:
(B)(4). A visual, dimensional and functional inspection of the device involved in the complaint could not be conducted since the device, or a picture of the alleged defect, was not provided at the time of this report. A device history record review shows that the device was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation, and determine the source of the alleged defect reported, it is necessary to evaluate the sample involved on this complaint. However material from the production line was verified and no issues were found that can lead to this customer complaint. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "at the time of installing the device, its input coupling does not match the thread of the flowmeter." Alleged defect reported as prior to patient use. No report of patient harm.